Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced sustained high glucose readings on a continuous glucose monitor, peaking at approximately 400 mg/dl for about 10 hours while using the ilet pump, with a recent high glucose alarm and no reported supply or insulin quality issues; device-related details provided did not identify a specific component or malfunction due to insufficient information. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the medical device problem and device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.